Manufacturer narrative:
Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for the last week when the pt attempted to sync their recharger (insr) to their implant they received the message reposition antenna and when the pt attempted to sync the patient programmer (pp) to their implant they get the message synchronize patient programmer and neurostimulator. Pt had replaced the pp batteries but that did not resolve the issue. Pt said that they last charged 2 sundays ago for they charge every sunday. During the call pt denied any recent falls or traumas and denied that damage to the recharging antenna. During the call pt reset the insr and attempted to charge implant, pt received the message reposition antenna still. The issue was not resolved. An email was sent to the repair department to replace the insr.  No symptoms reported. Additional information received reported that the cause of the message was unknown. It was unknown if the message was resolved. Additional information was received. It was reported that the manufacturer representative (rep) said patient can recharge 8 hours with 8 coupling bars, but she can't get beyond the first quartile of charge. The rep was told that if the recharge information is correct and he's confirming system is recharging without the battery level increasing, it was reviewed that then the only conclusion is the implant battery has been damaged. It was reviewed with the rep that the timeline of not recharging just 2 weeks ago seems suspicious. Rep tried to connect with his tablet and it says battery too low.